Manufacturer narrative:
No button error alarms were noted. The down arrow button did not respond due to a corroded keypad trace. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. Her blood glucose level was 403 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.